Event description:
It was reported that during an unknown procedure, the doctor cannot fire the instrument; it's so hard to get out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Photograph. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have? 3rd degree. What confirmation was received that the device was fully fired? No, the device had not fully fired. Did the device staple? Yes, but partly, not totally. If the device stapled was the staple line fully circumferential around the target tissue?no, the staple did not fully circumferential around the target tissues. If the device stapled what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Some b-formation, some irregular. How many counter-clockwise revolutions were used to open the device? The device was open totally. How was it confirmed that the anvil was free of tissue prior to removing? The surgeon cut the string suture to free tissues to removing. Photographic conclusion: based on the photographic evidence, the event description cannot be confirmed. The likely cause of this issue is too much tissue in the device resulting in an incomplete fire.